Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 500 while using the ilet system after connectivity issues with an fsl3+ sensor and while also administering subcutaneous insulin by pen; the user stated they performed fingersticks about four times per day, administered long-acting insulin per physician direction, and reconnected the pump sooner than 24 hours after manual injections. Symptoms included high blood glucose. Outcomes included no hospitalization or emergency treatment reported. Investigation included troubleshooting and user education regarding appropriate reconnection timing after off-pump insulin dosing. Investigation of this case revealed an unclear cause, with potential contribution from concurrent manual insulin administration while connected to the pump and sensor connectivity issues; no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.